Event description:
We received an allegation of a questionable glucose result from the accu-chek inform ii meter with serial number: (B)(4). The meter result at 11:00 am was 295 mg/dl. The meter result at 3:51 pm was 489 mg/dl. This result was deemed inaccurate. The meter result at 3:56 pm was 204 mg/dl. This result was deemed to be accurate. The meter result at 4:26 pm was 217 mg/dl. The meter result at 9:06 pm was 265 mg/dl.

Manufacturer narrative:
The qc's were acceptable within 24 hours of the event. The reporter stated that there was also a physical hole in the touch screen. The meter was returned for investigation. The device was tested using retention strips and retention control solutions. Investigation test results: qc level 1 (range: 30-60 mg/dl) test results = 45, 44, and 45 mg/dl qc level 2 (range: 261-353 mg/dl) test results = 311, 314, and 309 mg/dl all returned results were within the acceptable range. There was no information was provided in the complaint case that would point to a cause for the result discrepancy. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. There was no contamination observed. The customer alleged that there was a hole in the meter display. An examination of the meter housing revealed a gouge marking in the protective housing above the display. An internal examination of the meter display revealed no damage; only the meter housing was damaged. The observed damage was caused by customer mishandling. Product labeling states "10 maintenance and care general operating conditions please observe the following points to ensure the reliable operation of your system over the long term: handle the meter and its system components with care. Avoid dropping it or banging it." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's vial with test strips was received for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. The investigation determined that the primary packaging seal was acceptable for the returned vial. The returned product was appropriately sealed. The returned test strips were tested using glycolyzed blood. Glucose results: 116 mg/dl, 116 mg/dl, 114 mg/dl, and 113 mg/dl. All testing with the returned strips produced acceptable results and no strip defects were observed.